Event description:
It was reported that when the patient had previously met with a manufacturer representative they noted that they had balance problems. Due to these balance problems the manufacturer representative did not think the fall was caused by the system. The patient was having a flair up of crps at the time of the meeting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was lead migration. The outcome was reported as unresolved at the time of study exit/death/study closure. No actions were taken as interventions. The event resulted in an emergency room visit. The event resulted in an unscheduled clinic or office visit. The patient reported a recurrence of shocking pain. The device was interrogated and showed that the lead migrated. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins).the patient returned for spinal cord stimulator (scs) reprogramming reporting of ¿shocking¿ sensations across her anterior shoulders. The patient fell on the week prior to report onto her left side and significantly bruised her left upper extremity. The manufacturing representative was unable to recapture optional stimulation. The left lead appeared to have migrated lower than the original implant. The right lead was providing bilateral coverage which was not needed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited the study on (B)(6) 2014. The patient was no longer available for follow up.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was an exacerbation of her complex regional pain syndrome post trauma.

Event description:
Additional information received from the healthcare professional of the clinical study reported a clinical diagnosis of shocking sensations.

Event description:
It was reported the patient fell on (B)(6) 2014 and since the fall they are no longer feeling stimulation in their arms but is now feeling it in their butt and toes and has moved more to the right side of their body. After the fall the patient saw their manufacturer representative on (B)(6) 2014 for reprogramming but the issue was not resolved and improved coverage was not reached in their left hand to cover their radial nerve to the thumb and first finger. The patient had always had stimulation in this area but wanted more. It was thought the reason the issue was not resolved may have been due to swelling in the patient¿s neck. The manufacturer representative noted the fall was unrelated to their device and that they had injured their left wrist which is affected by crds and that the device was operating normally with normal impedances. The patient had x-rays performed and brought them to the meeting with the manufacturer representative. The patient¿s health care provider (hcp) was not in the office on that day so it was difficult to compare the x-rays to the initial placement fluoroscopy but the patient stated the right lead was down 1.4-1.7 cm and the left lead had ¿traveled a bit as well¿. The patient noted they met with a second manufacturer representative on (B)(6) 2014 for another reprogramming session but was again unsuccessful. The patient also complained their back hurt at the upper and lower part of the incision and the center of their neck. Lastly, the patient stated on (B)(6) 2014 their hcp decided they needed a revision surgery.